Event description:
As reported by the field clinical specialist (fcs), a device-related event occurred during a transcatheter aortic valve implantation procedure involving a 26 mm sapien 3 ultra valve delivered via a catheter-based delivery system. The procedure was performed via left carotid access in a native tricuspid aortic valve. During valve deployment, the delivery system balloon ruptured during inflation when the balloon was fully expanded. The valve was able to be fully deployed, and the device was successfully implanted. Blood was observed in the inflation syringe at the time of the event. No leakage from the delivery system was otherwise noted, and no damage was identified to other edwards devices used during the procedure. There was no reported difficulty with withdrawal of the delivery system. Additional procedural details include that no pre-dilation (bav) was performed prior to implantation, and approximately 2 cc of additional volume was added to the balloon prior to inflation. Valve alignment was not performed in a straight segment of the anatomy. The annulus demonstrated moderate calcification, including calcium extending from the annulus into the left ventricular outflow tract (lvot), and moderate tortuosity was also noted. The minimum luminal diameter was reported as 24.4 mm. No injury or patient complication was reported in association with this event. The patient was reported to be in stable condition following the procedure and was alive at the conclusion of the case. There was no central leak reported, and the valve functioned as intended post-implant. The device was discarded.

Manufacturer narrative:
Investigation is ongoing.